Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was capped on (B)(6) 2017 due to noise and low pacing impedance less than 200 ohms. Insulation damage is suspected. No adverse patient events have been reported.